Manufacturer narrative:
The insulin pump had a blank display due to a faulty battery tube.

Event description:
The customer stated that the display goes blank every time the buttons are pressed. The customer stated that the screen comes back up, but none of the buttons respond. Nothing further was reported.